Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump had gone through 8 batteries in 2 weeks and had alarmed for no delivery during a bolus. The blood glucose ran as high as 500 mg/dl, due to the customer being disconnected from the insulin pump overnight after the no delivery alarm. The customer did receive a weak battery alert. The batteries were not previously used, the customer did not perform excessive button pressing, the back light was not used frequently, the customer did not perform daily set rewinds, and there were no unattended alarms. The customer switched the battery cap to a new battery cap and was advised to monitor the issue and call back if the issue continued.